Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4): one returned 7cm segment of suture and a separate needle were microscopically examined. There was no suture in the barrel of the separate needle. The returned 7cm segment was mangled at one end and broken at the other. The circumstances and force required to cause the breakage could not be determined. The returned 7cm segment did not account for the entire 70cm suture product, so a complete examination was not possible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vaginal tear repair procedure on (B)(6) 2012 and suture was used. The suture thread broke during knot tying while closing the vagina. The suture thread was not removed and remained implanted in the patient. No adverse patient consequences were reported.